Event description:
Pt was brought into surgery for aorto peripheral angiogram with possible intervention. During the procedure the wire was introduced into the right groin. Following the procedure contrast was injected in order to observe the flow. It revealed a portion of the fractured wire was retained in the right common femoral artery of the pt. An unsuccessful attempt was made to review the fractured wire which had migrated, becoming lodged in the side branch of the superficial femoral artery. The retained piece of wire was not removed.